Event description:
It was reported that during an unknown procedure, the insulation tip came off the harmonic device. A new harmonic device was used to continue the procedure. Piece was retrieved and the procedure was completed without any impact to the patient. No other details of the event are known.

Manufacturer narrative:
(B)(4). Added additional information the device was returned with the tissue pad melted and partially detached. The device was connected to a test handpiece and generator and the device did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.